Event description:
It was reported that the customer passed away in his car due to an insulin shock. It was stated that a receipt was collected as an evidence of what he did eat. It was stated that there was a search for him at the time he was found. Apparently, he did not eat all day and did not check his sugar. It was stated that he ate and through the night his glucose level dropped and went into insulin shock. The spouse believes he checked his sugar and overcompensated for the amount he did eat. It was mentioned that the car seat was reclined as if he was going to sleep in the vehicle. The wife stated that the last blood glucose reading she remembers him having was that morning at 425 mg/dl. The caller stated that she heard the insulin pump beeping low reservoir, and the infusion set was changed. No further information was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.